Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion sets fell off events during use on date (B)(6) 2024. The infusion sets were in use for less than 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) .